Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connectors on a new ilet pump would not turn to attach during a training session, despite a rewind attempt, while the same connectors functioned on a different ilet; the user declined using tools for additional grip and proceeded to replace the pump. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of the returned device revealed no mechanical interface issue at the infusion set connector or pump luer interface, not reproducible.